Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the blue winged luer cap. The leak was described as, "drug on outside of blue cap". The device was filled with fluorouracil. This issue was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between january 6-7, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and white drug residue was observed at the blue winged luer cap which suggests possible leak. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.